Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The hub, shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. Inspection of the device revealed that there was a kink in the shaft 44cm distal of the strain relief. An inflation device filled with water was connected to the inflation lumen. The device was inflated, and water started leaking from the kink in the shaft. Microscopic examination revealed that there was a hole in the shaft. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported event, as the shaft was kinked with a hole causing the device to leak.

Event description:
Reportable based on device analysis completed on 14-oct-2019. It was reported that shaft leak occurred. A 7.0mmx40mmx135cm sterling balloon catheter was selected for use. However, during preparation, a water leak was noticed from the shaft. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported. However, device analysis revealed a hole in the shaft.